Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the device failed the internal leakage test during the pre-use check and that the issue will be solved by replacing the expiratory channel (pcb). The faulty part was replaced and discarded at the customers end. During evaluation of the provided device logs, several pre-use check failures could be found. Technical error with safety valve open, ventilation error and communication error was also found. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).